Event description:
The manufacturer received information alleging a ventilator had a failure of its internal battery. The device was not in patient use. The device was returned to the manufacturer's service center for evaluation. The customer's complaint wa confirmed. The internal battery was replaced to address the issue.